Event description:
While making incision into vagina with the harmonic, it was noted a tiny piece of the vcare uterine manipulator became disconnected (piece maybe .1mm) from the device. Surgeon grasped it with the harmonic instrument to pull out of the laparoscopic port, but it was not evident on the harmonic or on the sponge that wiped the harmonic. Surgeon did not see it in the abdomen.